Event description:
It was reported that following an anterior repair procedure on the event date, the pt experienced pain and urine draining vaginally. Pt was given pre-op antibiotics, intra-op antibiotics, and post-op antibiotics. Upon examination, the dr noted there was mesh in the pt's ureter and the mesh was adhering to the ureter. A ureteral stent was placed to give the ureter time to heal. The pt was referred to another dr for treatment. Current status of pt as of 2008 stated that pt had a surgical repair with referring dr the following month, as well as a hysterectomy, mesh removal, and right ureteral reimplantation. Most of anterior mesh was removed by the referring dr excluding the mesh arms. Additional info received from dr the following month, stated that during the initial operation the bladder was injured just lateral to right ureteral opening in the bladder with vesicoureterovaginal fistula. The bladder injury occurred with the passage of the distal arm on the pt's right side.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states in the adverse reactions section that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The precautions section states that the biosynthetic support system should only be used by physician who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. The biosynthetic support system implantation procedures require diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, bowel, rectum, or other viscera during needle passage.